Event description:
Covidien received information stating that during patient use, the 980 ventilator was auto cycling. The patient was removed and placed on an 840 ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien customer support engineer inspected the deviced and the alleged malfunction could not be duplicated. The ventilator passed all calibrations, extended self-test, short self-test and electrical safety.(B)(4)